Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, admittance to the intensive care unit (ICU) and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 26.0. Hardware: iphone17.1. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) and stomach virus on (B)(6) 2025. The patient's blood glucose levels and duration of pod use were not reported. When the pod was removed from the infusion site (unspecified), the pod's cannula was found bent. Symptoms reported include vomiting, delirium, and a loss of consciousness, leading the patient to be in a coma for 8 days. The patient was admitted into the intensive care unit (ICU), then went to regular care and rehab. The patient was treated with unspecified intravenous fluids and was on a ventilator. The pod was discarded at the hospital. The patient was discharged on (B)(6) 2025.